Event description:
Customer called to report a loose drive support cap alarm during prime. The blood glucose level was not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded and loose drive support disk. No alarm was noted for the loose drive support disk. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.